Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced an underdose with symptoms of spasticity, hypertonia, and was hyperreflexic. The pt stated he had been doing well until (B) (6) 2009; he experienced increased spasms in his leg and back. The pt went back to taking oral baclofen. The pt was wheelchair bound and bends frequently throughout the day working as a welder. An x-ray was taken, but no problems were found and the catheter appeared to be intact. The event logs were normal. A baclofen pump injection under fluoroscopic visualization was performed. Test results showed extravasation into the space surrounding the pump. The precise site of the leakage was not defined due to the superimposition of the catheter tubing and the metal pump apparatus. The pt requested the catheter not be replaced due to a history of csf. On (B) (6) 2010, the catheter was revised and the pump was repositioned as it caught on the lower margins of his rib cage. It was noted the area around the pump was somewhat boggy. During the revision, a small hole on the proximal side of the catheter just next to the sutureless connector was found.